Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us had insufficient cannula length during use. The following was reported by the initial reporter: "it was reported that the needle does not go deep enough and leaves a lump under the skin. Verbatim: consumer reported the needle not going deep enough. Leaves a lump under skin".

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that a pen ndl 32g 4mm hp 100 box 1200 us had insufficient cannula length during use. The following was reported by the initial reporter: "it was reported that the needle does not go deep enough and leaves a lump under the skin. Verbatim: consumer reported the needle not going deep enough. Leaves a lump under skin".